Manufacturer narrative:
The complaint sample was returned. The sample was examined under lighted magnification and the wire end exhibits a square cut which indicated it was cut or partially sheared by a sharp object. This was potentially cased by the needle when the guidewire was used. When you look at the core wire, it appears to be stretched or elongated from being pulled with some added force and probably caused the breakage.

Manufacturer narrative:
The complaint sample has not been received as of the date of this report, (B)(6) 2016 and the complaint lot number was not provided. Therefore, the exact root cause of the wire breaking can not be determined at this time. However, the wire could have been damaged earlier in the procedure by the needle or some other sharp object. The IFU warns about pulling the guidewire through the needle as the sharpness could damage or sheer the wire. If the sample is returned, the complaint file will be updated with the results of the analyses and if necessary an updated reported will be issued.

Event description:
While accessing a gsv, he placed the introducer over the wire then proceeded to remove the wire. As he pulled the wire through the introducer it broke on the end. The broken piece ended up in the gsv at the thigh. We were able to ablate above it so that it wouldn't migrate into the deep system and we are following this patient closely. The patient had an xray post procedure which confirmed the presence of the small fragment of wire.